Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. No damages or irregularities were found with the apollo micro catheter hub. The micro catheter body was found stretched/ruptured at ~22.0cm from the distal end. The distal tip and marker band was found intact. The tip was found potentially shaped. The apollo total length was measured to be ~171.2cm, the usable length was measured to be ~165.1cm which is within specification (specification 165.0cm ± 2.5cm). The detachable tip was measured to be ~3.2cm which is within specification (specification: 3.0cm ± 0.3cm). The apollo micro catheter was flushed, and water was found to exit the distal tip as well as the rupture. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter became stuck at proximal to the rupture. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. Leaking was found at the ruptured location. The cause of the rupture could not be determined. The catheter was found to not be occluded as water was found to exit the distal end. It is possible the rupture occurred due to over pressurization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that np damage was found when the package was opened, and the outer packaging of the device had been in tact. The damage and liquid leakage was found when flushing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the apollo microcatheter was found fractured before surgery. A replacement product was used to complete the procedure. It was indicated that all devices were prepared/flushed as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm) with minimal vessel tortuosity.